Event description:
The pt reported that the tubing came off of the luer lock connector that attaches the subcutaneous infusion set to the infusion pump. The user also reported that the failure occurred while he was sleeping, because his blood glucose levels were high.